Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
From: sent: saturday, (B)(6) 2025 8:51 pm to: productcomplaints <(B)(6)> subject: pen needles. Hello, my name is (B)(6) and I've been a type one diabetic for 41 yrs since 1984' and I've used regular needles and the pen needles and what I've noticed is that the pen needles are not sharp enough and or is not giving me my insulin at all. I've got to squirt some out first now to make sure it comes out and I get my dose because way too many times, I didn't get the insulin. This is a major problem that can kill us. This box I've got this the worst so far. At least 5 this week didn't work and or were dull as hell, got bruises from it in 7 days. I've never had this happen ever till this last year and now it's just constant. More product testing, spot checking testing etc but more needs to be done. I'm tired of it.